Event description:
Patient was found unresponsive at home. The patient was brought to the emergency room, where a pacemaker system malfunction was suspected as contributing to the patient's condition. A chest x-ray showed that the ventricular lead had dislodged.